Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple errors appeared on arctic sun device, will update once more information was known. Per review of wo, no patient involved. Per wo update on 02mar2026, multiple errors appeared on device, also device boots up to a black screen and beeps. Per follow up information received via mail on 02mar2026, they were not able to get the exact error messages from the hospital. The device did also not start up properly. (Booting to black screen). Device was shipped to task management repair center for repair. It¿s awaiting assessment as they speak. Per sample evaluation results received via task on 16mar2026, it was reported that the per the wo, technician provided the list of alarms from the log and checked the alarm log and saw in the past alarm 09 (patient temperature 1 above high patient alert), 11 (patient temperature 1 below low patient alert),14 (patient temperature 1 probe out of range),15 (unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 109 (esophageal probe recommended),112 (confirm return to cooling phase).

Manufacturer narrative:
The reported issue is unconfirmed. The root cause of the reported issue is unable to be determined. The device was evaluated upon receipt. These alarms were unable to be replicated. It is possible these are users errors and the use of the wrong temp probes. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed, label review is not required. DHR review is not required as the reported issue is unconfirmed. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple errors appeared on arctic sun device, will update once more information was known. Per review of wo, no patient involved. Per wo update on 02mar2026, multiple errors appeared on device, also device boots up to a black screen and beeps. Per follow up information received via mail on 02mar2026, they were not able to get the exact error messages from the hospital. The device did also not start up properly. (Booting to black screen). Device was shipped to task management repair center for repair. It¿s awaiting assessment as they speak. Per sample evaluation results received via task on 16mar2026, it was reported that the per the wo, technician provided the list of alarms from the log and checked the alarm log and saw in the past alarm 09 (patient temperature 1 above high patient alert), 11 (patient temperature 1 below low patient alert),14 (patient temperature 1 probe out of range),15 (unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 109 (esophageal probe recommended),112 (confirm return to cooling phase).